Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2005, (B)(6) 2010)). Concurrent conditions included body mass index normal, endometrial hyperplasia and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/ pain on left and right side of abdomen"), migraine ("migraine headaches"), back pain ("lower back pain"), alopecia ("hair loss"), urticaria ("hives"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary infection"), genital haemorrhage (seriousness criterion medically significant), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), mood swings ("mood swing"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)-yeast infections"), headache ("headaches"), nausea ("nausea"), muscle spasms ("leg cramps and finger cramps"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction- I feel like I was allergic to nickel.") With rash generalised, vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), weight increased ("weight gain/loss-weight gain"), eczema ("eczema") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight increased had resolved, the dysmenorrhoea, dyspareunia, migraine, back pain, urticaria, vaginal haemorrhage, urinary tract infection, genital haemorrhage, hypertonic bladder, fatigue, irritable bowel syndrome, mood swings, headache, nausea, allergy to metals, vaginal discharge, vision blurred, eczema and menorrhagia outcome was unknown, the alopecia and vulvovaginal mycotic infection was resolving and the muscle spasms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: no, I was unable to get the confirmation test, I have xray results that show the essure coils are in place. Plaintiff says that most of my symptoms developed during essure have subsided. Operation was well tolerated . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2005, (B)(6) 2010)). Concurrent conditions included body mass index normal, endometrial hyperplasia and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/ pain on left and right side of abdomen"), migraine ("migraine headaches"), back pain ("lower back pain"), alopecia ("hair loss"), urticaria ("hives"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary infection"), genital haemorrhage (seriousness criterion medically significant), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), mood swings ("mood swing"), fungal infection ("infection (bladder/urinary tract/vaginal)-yeast infections"), headache ("headaches"), nausea ("nausea"), muscle spasms ("leg cramps and finger cramps"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction- I feel like I was allergic to nickel.") With rash generalised, vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), weight increased ("weight gain/loss-weight gain"), eczema ("eczema") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight increased had resolved, the dysmenorrhoea, dyspareunia, migraine, back pain, urticaria, vaginal haemorrhage, urinary tract infection, genital haemorrhage, hypertonic bladder, fatigue, irritable bowel syndrome, mood swings, headache, nausea, allergy to metals, vaginal discharge, vision blurred, eczema and menorrhagia outcome was unknown, the alopecia and fungal infection was resolving and the muscle spasms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: no, I was unable to get the confirmation test, I have xray results that show the essure coils are in place. Plaintiff says that most of my symptoms developed during essure have subsided.operation was well tolerated diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Most recent follow-up information incorporated above includes: on 6-apr-2018: pfs+mr received, reporter added, lot number received, event added:- menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe persistant pain / chronic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (on (B)(6) 2005, on (B)(6) 2010). Concurrent conditions included body mass index normal, endometrial hyperplasia and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain/ pain on left and right side of abdomen / severe persistant pain/chronic abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), alopecia ("hair loss"), urticaria ("hives"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary infection/infection (bladder urinary tract/vaginal) type: I had man) utis"), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), mood swings ("mood swing"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)-yeast infections"), headache ("headaches"), nausea ("nausea"), muscle spasms ("leg cramps and finger cramps"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction- I feel like I was allergic to nickel.") With rash generalised, vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), weight increased ("weight gain/loss-weight gain"), eczema ("eczema") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy / underwent a procedure to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight increased had resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, back pain, urticaria, vaginal haemorrhage, hypertonic bladder, fatigue, irritable bowel syndrome, mood swings, headache, nausea, allergy to metals, vaginal discharge, vision blurred, eczema and menorrhagia outcome was unknown, the alopecia, urinary tract infection and vulvovaginal mycotic infection was resolving and the muscle spasms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: no, I was unable to get the confirmation test, I have xray results that show the essure coils are in place. Plaintiff says that most of my symptoms developed during essure have subsided. Operation was well tolerated. Date(s) of removal: on (B)(6) 2014 [discrepancy with mw noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Event multiple urinary infection/infection (bladder urinary tract/vaginal) type: I had man) utis updated and outcome of event uti was recovering resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2005, (B)(6) 2010). Concurrent conditions included body mass index normal. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/ pain on left and right side of abdomen"), migraine ("migraine headaches"), back pain ("lower back pain"), alopecia ("hair loss"), urticaria ("hives"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary infection"), genital haemorrhage (seriousness criterion medically significant), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), mood swings ("mood swing"), fungal infection ("infection (bladder/urinary tract/vaginal)-yeast infections"), headache ("headaches"), nausea ("nausea"), muscle spasms ("leg cramps and finger cramps"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction- I feel like I was allergic to nickel.") With rash, vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), weight increased ("weight gain/loss-weight gain") and eczema ("eczema"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight increased had resolved, the dysmenorrhoea, dyspareunia, migraine, back pain, urticaria, vaginal haemorrhage, urinary tract infection, genital haemorrhage, hypertonic bladder, fatigue, irritable bowel syndrome, mood swings, headache, nausea, allergy to metals, vaginal discharge, vision blurred and eczema outcome was unknown, the alopecia and fungal infection was resolving and the muscle spasms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, migraine, mood swings, muscle spasms, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: no, I was unable to get the confirmation test, I have xray results that show the essure coils are in place. Plaintiff says that most of my symptoms developed during essure have subsided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: genital haemorrhage, hypertonic bladder, fatigue, irritable bowel syndrome, mood swings, fungal infection, headache, nausea, muscle spasms, allergy to metals, vaginal discharge, vision blurred, weight increased, eczema were added. Previously reported event ¿abdominal pain, pelvic pain, alopecia, rash¿ outcome updated. Reporter, patient demographic information, other relevant history updated. Product stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), alopecia ("hair loss"), urticaria ("hives"), rash ("skin rash"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("multiple urinary infection"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, urticaria, rash, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; essure insertion and removal date were updated; the previous event term "severe injuries" was deleted; events: "painful menstrual cycles, painful intercourse, pelvic pain, abdominal pain, migraine headaches, lower back pain, hair loss, hives, skin rash, heavy vaginal bleeding and multiple urinary infection" were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.